Manufacturer narrative:
The associated complaint product was not returned for evaluation. Please find below the results of our investigation: we have now concluded our investigation for the complaint received. No DHR/batch record review was possible as no lot numbers have been made available and no sample was available for assessment. A review of the complaint history for this defect shows a very low level of complaints for this issue based on volumes manufactured. A clinical evaluation could not be performed at this time due to insufficient information. Based on the available information, the cause of the complaint is inconclusive so no action can be taken at present. Once a sample is received, we will assess and make further investigation. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that during use some patients have suffered from abrasions (burns) in the perilesional site.